Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) could not be performed as the upn/lot information was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned ams 700 ipp was thoroughly inspected and analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. Several cuff folds were identified in the cuff shell as well as a pinhole that resulted in fluid loss from the cuff. The damage was determined consistent with wear at a corner of a fold. Inspection of the pump component identified an adhesive irregularity/fillet in the pump block valve. The adhesive fillet measured 1.21 mm in length. Based on the measurement, it was determined that the pump was within specification. Inspection of the remainder of the device revealed no further damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned to boston scientific without allegation. Upon analysis a product problem was identified.